Manufacturer narrative:
(B)(4). Updated with the additional information received on (B)(4) 2015 in the medwatch report #(B)(4). An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed distally by 20 mm. During the product analysis, the investigator was able to deploy the remainder of the stent , however the catheter bowed during deployment. No issues were noted with the profile of the stent. A visual and tactile examination found that the distal end of the catheter was kinked at 30 mm and 110 mm proximal to the tip. The damage identified during the product analysis is consistent with the application of excessive force to the delivery system. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted to treat a malignant stricture in the main bronchus during a flexible and rigid bronchoscopy, transbronchial needle aspiration and ultrasound, and stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician attempted to deploy the ultraflex tracheobronchial stent. During deployment, the suture release string became stuck and therefore the surgeon was unable to deploy the ultraflex tracheobronchial stent. The ultraflex tracheobronchial stent was removed from the patient while partially deployed on the delivery system. The physician confirmed that the lesion was dilated prior to deployment. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. Additional information received on october 13, 2015. A maude report was received; it stated that the patient had a pre-existing post obstructive pneumonia and a mass in the left lung. During a bronchoscopy flexible and rigid; endobronchial ultrasound; transbronchial needle aspiration; stent placement, the surgeon tried to deploy the tracheobronchial stent device, the string of the stent became stuck and the stent could not be completely deployed. A photo reference from a medwatch form taken on (B)(6) 2015 showed about half the string had been unraveled from the stent and about half the stent had expanded.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ tracheobronchial stent was to be implanted to treat a malignant stricture in the main bronchus during a flexible and rigid bronchoscopy, transbronchial needle aspiration and ultrasound, and stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician attempted to deploy the ultraflex¿ tracheobronchial stent. During deployment, the suture release string became stuck and therefore the surgeon was unable to deploy the ultraflex¿ tracheobronchial stent. The ultraflex¿ tracheobronchial stent was removed from the patient while partially deployed on the delivery system. The physician confirmed that the lesion was dilated prior to deployment. The procedure was completed with another ultraflex¿ tracheobronchial stent. There were no patient complications reported as a result of this event.